Manufacturer narrative:
Updated fields: e1(event site telephone -(B)(6), h4,h6(type of investigation, investigation findings, investigation conclusions),h10 investigation closed: 3 july 2024. It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) battery cannot be charged normally, the user informed that the device can work normally but only battery was unable to charge, no injuries caused and no harm reported. Due to privacy concerns, users stated that they could not disclose patient information. A getinge field service engineer (fse) did an on-site inspection, it was found that there were saltwater crystals on the surface of the battery after it was taken out from the battery compartment, and there were also traces of dried salt water inside the battery compartment. After communicating with the customer, we learned that there had been leakage from the saline bag, and it was determined that the battery was damaged due to improper use by the user.the hospital equipment repair was packaged by a third-party company, and there is no response to whether it chooses the factory to replace the battery; if they choose us for repairs, a service report will be uploaded and the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) could be work normally but only has a battery. It was unable o charge. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.